Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed that the sampler and reagent 2 (r2) syringe gaps and the temperature of the heterogeneous immunoassay (hm) module were out of specifications. After inspecting the instrument, the cse adjusted the syringe gaps and calibrated all temperatures on the instrument. Then, the customer ran quality controls (qcs), which recovered out of ranges. The cse returned to the customer's site. After inspecting the instrument, the cse: replaced the chemiluminescent methods (loci) inserts; baselined the loci reader; verified the alignments for the hm, loci, r2, and sampler; calibrated the cardiac troponin I (tni) assay; replaced all drains, probes and sample tubing; performed all alignments; decontaminated the water and hm systems. Then, the cse ran a system check, precision study, and qcs, which recovered acceptably. The customer reported that they ran calibration, a patient correlation study and qcs, and the results recovered acceptably. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00195 was filed for the discordant result obtained on sample ID (B)(6) on the dimension exl with lm instrument with serial number (B)(4).

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results for sample ID (B)(6) and sample ID (B)(6) were reported to the physician(s). Three samples were repeated on an alternate dimension exl with lm instrument multiple times, resulting lower. Samples with identifications (B)(6) and (B)(6) were re-centrifuged and repeated on both dimension exl with lm instruments, resulting lower than the discordant results. All samples were sent to an alternate laboratory and repeated on a dimension vista instrument, resulting lower than the discordant results. The results obtained at the alternate laboratory were reported, as the correct results, to the physician(s). The customer reported that the patient of sample ID (B)(6) was admitted to the emergency room (ER) for an unknown reason and the patient of sample ID (B)(6) was discharged from the ER. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00194 on 08-may-2019. Additional information (10-may-2019): siemens further investigated the issue and analyzed the instrument files for both dimension exl with lm instruments. Based on this investigation, a siemens specialist observed that additional results were obtained on sample ID 9165364, sample ID 9165383, and sample ID 9165405. Siemens also observed that discordant, falsely elevated cardiac troponin I (tni) results were obtained on sample ID 9165364 using the dimension exl with lm instrument with serial number 12252466, and MDR 2517506-2019-00195 was updated with additional results that were revealed during the investigation. This report was updated with additional results that were revealed during the investigation for sample ID 9165364, sample ID 9165383, and sample ID 9165405. The clot check data portrayed atypical aspirations for sample ID 9165364, sample ID 9165383, and sample ID 9165405. Based on the clot check data, siemens determined that there were sample integrity issues or issues with the sampling system on the instruments that potentially attributed to the discordant results. The customer does not adhere to the tube manufacturer's recommendations for sample handling and siemens determined that sample integrity issues potentially contributed to the discordant, falsely elevated tni results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00195_s1 was filed for the same issue.